Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the left main. A choice pt guide wire was placed across the lesion. While attempting to advance the 25mm x 2.5mm maverick2 balloon catheter over the wire, the shaft broke at the wire exit junction, while remaining external to the patient. The procedure was completed with another maverick balloon. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the left main. A choice pt guide wire was placed across the lesion. While attempting to advance the 25mm x 2.5mm maverick2 balloon catheter over the wire, the shaft broke at the wire exit junction, while remaining external to the patient. The procedure was completed with another maverick balloon. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two pieces. The shaft of the device was broken 1" proximal to the guide wire exit notch. Microscopic inspection of the distal portion revealed a kink on the guide wire exit notch and the shaft was stretched. The inner shaft, located inside the balloon, was accordioned from the proximal weld extending through the tip. The entire length of the balloon was bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).